Event description:
The customer reported that during a multi-visceral transplant, the device jaws would no longer open and, as a result, was cut from tissue. There was no pt injury.

Manufacturer narrative:
(B) (4). The jaws of the incident sample were locked shut when received and had to be pried open. The jaws opened and closed normally. The knife did not extend or retract when the trigger was activated due to tissue in the webbing. The knife was inspected and revealed the webbing was not bent. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.